Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In the evening, the patient experienced extra secretions and was started on antibiotic augmentin intravenously (IV), oxygen therapy as needed and a chest x-ray was performed. The patient was noted to cough after oral intake. On (B)(6) 2018, the patient continued with IV antibiotics, was not taking anything by mouth (npo), and the doctor's impression was aspiration pneumonia. X-ray demonstrated jejunal tube in d4 position, no concerns or issues with duodopa. On (B)(6) 2018, the patient began nasogastric (ng) feedings with intravenous (IV) fluids. On (B)(6) 2018, it was reported that the patient remained hospitalized receiving IV antibiotics and ng feedings with limited oral fluids.